Manufacturer narrative:
Evaluation summary:one atw45 device was returned completely disassembled and loaded with a 1/10 partially fired tr45w cartridge that was noted to have the lockout tab damaged. No functional test could be performed due to the condition of the device; however, the firing mechanism was noted to be damaged as all firing trigger teeth damaged; in addition, upon further investigation of the device, several internal components were missing. Due to damage observed on the internal components of this device, it appears that an attempt was made to fire the device with a spent cartridge, or with a partially fired cartridge that had an activated lock out spring. The device is designed so that if an attempt is made to overpower the spent cartridge lockout, the firing trigger will be damaged rendering the device unusable.

Event description:
It was reported that during a lap appendectomy procedure, the dr placed the device across the appendix, fired the device, stapled, but did not cut. This was the first firing. Reloaded the stapler, tried to fire again and did not work at all. Case completed with another device of the same product code. No pt consequence.